Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as painful on the back under the te pads. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse placed a pillow behind the patient¿s back to alleviate the pain. Follow up indicated that the skin irritation improved.